Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the stapler on lung tissue in a coronary artery bypass grafting with a video-assisted thoracic surgery wedge resection, the first reload was used on the first firing and had no issues. The second and third with different loads, the handles cracked. Both cracked on the 3rd squeeze. They had to remove both prior to completing the staple line. On the fourth firing, they were unable to get it past the first squeeze and didn't want to have the handle crack again, so they removed the stapler before completing the firing. A competitor¿s device was used to complete the wedge. It was reported that the patient's lung was covered with blebs and the lung tissue was extremely thick. One of the reload packages was also reported that there was a hair when the circulating nurse opened the package.